Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had two treated and two untreated episodes due to a change in qrs signals becoming small and oversensing. The field representative noted that the sensing vector had been programmed to secondary, but he changed it to primary. Auto setup was performed again and the device chose secondary, but he went with primary. The field representative noted that both configuration looked the same. Boston scientific technical services (ts) reviewed data from the device and noted that both primary and secondary vectors look similar, but t-waves appeared more pronounced in primary which is why the device likely picked secondary in auto setup. The field representative noted the physician used a 2-incision implant technique. Ts discussed two possible theories. The first, the sense b electrode may not be deep enough causing the device to sense myopotential noise. And second, if the patient is in atrial fibrillation or flutter, the electrode could be sensing that; which then primary vector may be appropriate programming. Then third, possible emi; however the noise could not be reproduced, therefore a full range of isometrics would be needed to try and recreate the small signal. No adverse events or further issues have been reported. The patient is scheduled for another follow-up at a later date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.